Event description:
The company received info that suggested that the device will not allow the insertion of a disposable inner cannula into it. The customer reported that this was discovered while insterting the device into the pt and that, the pt was re-intubated with a new tube. The customer did not report any pt harm, change in therapy, nor adverse clinical effect to the pt . The customer stated that the device will be returned for investigation.